Event description:
Device malfunction: failure to deploy needles. Time of device malfunction: during vessel closure. Symptoms/ae: shock, death, hematoma. It was reported that a physician attempted arteriotomy closure of the femoral artery using the perclose proglide device after an interventional procedure. Reportedly, during subcutaneous insertion of the needles, a noise was heard believed to be from calcified plaque. The needles could not be "inserted" into the vessel. The device was removed and manual compression was applied to achieve hemostasis. Later that day, the patients condition worsened leading to shock. The cause at that time was undetermined and the patient expired. An autopsy found a hematoma. Reportedly, the physician could not establish if the device contributed to the event. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.